Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose level of (276 mg/dl) the customer was treated with IV fluids, blood work and urine analysis. The customer was in the ER for 4 hours and left with a bg level of (173 mg/dl). The customer stated to be fine but felt tired. It was indicated that at the health care providers request the customer will revert to manual injections for the next few days. The customer declined to troubleshoot with tandem technical support.